Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a clenz leak at the back side of the coulter lh 750 analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No patient samples were affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and confirmed a clenz reagent leak coming from the module for the cleaning agent assembly fitting (15-k). The tubing at the fitting was trimmed back and reinstalled which resolved the leak. The repairs were verified per established procedures. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).